Manufacturer narrative:
This report is for an unknown screw: cmf/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 during the fixation of a cochlea implant the first screw was inserted until it was almost tightened. A second screw was inserted into the second wole until it was tightened. The first screw was tightened again but there was no resistance of the screw in the bone. The first screw was removed and an emergency screw inserted, which did not even have grip. The second screw was removed and it was determined that there still is a part of the first screw in the patient¿s bone. This report is for one unknown screw: cmf. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: patient code 3191 used to capture device failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Both screws were removed to change the position of the cochlea implant. This was necessary because first screw and also emergency screw could not be tightened.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional pro-codes: gwo, gxr. H3, h6: investigation summary investigation selection investigation site: cq zuchwil selected flow: functional visual inspection: the received screw is in good condition with only slight signs of use at the head recess. Functional test: it was reported that the emergency screw could not be inserted during use. Referring to the broken screw, we assume that the broken off tip portion in the bone could have impeded the insertion of the emergency screw. The cause of complained malfunction is most probably a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. Summary: the complaint condition is not confirmed, since no significant damages on the screw could be detected (besides of slight use). In hindsight and with the provided information, unfortunately we are not able to determine the exact cause of this complaint. We only can assume that the broken off tip portion of the screw impeded the insertion of the emergency screw. Furthermore, due the missing lot number, it cannot be determine when this screw was manufactured or check the device history records. The cause of complained malfunction is most probably a post-manufacturing caused and/or use related. In this regard. With the available information, it is concluded that the cause of failure is not due to any manufacturing non-conformances. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. D10: complainant part was returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.